Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA columbus revision dislocation. Components in use listed as concomitant devices are: nr013z / as columbus rev f femur cemented f3r, nr563z / as columbus rev fem.spacer post.f3 5mm, nr400z / as nut f/femur extens.stem all sz.neutr., nr409z / as femur extens.stem 5° d19x117 cem.less, nr176z / as tibia offset stem d16x92 cementless, nr240z / as columbus tib.hemi-sp.t0/0+ 5mm rl/lm, nr041z / as columbus tib.hemi-sp.t0/0+ 10mm rm/ll, nr070z / as columbus rev f tib.offset cement.t0, nr606m / columbus rev f hc glid.surf.t0/0+ 24mm.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: no product available and therefore an analysis is not possible. We assume based on the information available, the root cause of the failure is not product related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately due to a lack of data and without the product we can not determine the exact cause. No CAPA is necessary.